Event description:
Boston scientific received information that this defibrillator and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement of greater than 2,000 ohms and oversensing that did not lead to pacing inhibition. The cause was not determined. The defibrillator was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.